Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed the keypad was intact, but the labels and overlay had been removed. Review of the event history log showed the pump displayed the following events: 0024> error, 1261, (B)(6) 2017 9:30:00 am; 0025> error, 1210, (B)(6) 2017 9:30:00 am; 0044> pump turned on (B)(6) 2017 9:57:00 am; 0045> motor locked (B)(6) 2017 9:57:00 am; 0046> power down (B)(6) 2017 9:57:00 am. Functional testing involved powering up as well as opening the pump and showed the device went into "motor locked, power down" error on power up. The event log contained two crc errors related to corrupt memory. Testing the motor showed high current draw. Based on evidence and investigation, the complaint allegation of motor locked error was confirmed; the motor is likely the cause of the reported issue. The motor and main board were replaced. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had a motor locked error. No known adverse effects to patient.